Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states on that a few pieces of the back cane mounting hardware had worked themselves loose and are now lost. Individual pieces not available by themselves, dealer also states that the back canes are stripped where the hardware goes. MDR filed.